Event description:
She alleges that the charger was plugged into the chair before it was plugged into the wall to charge and then when they plugged it into the wall, sparks flew from the outlet and the lights went out in the house.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.